Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 25 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for low blood glucose. Troubleshooting was performed for insulin flow block alarm and customer reports that insulin exits with the fill tubing. The reservoir will not be returned for analysis.